Manufacturer narrative:
Updated data: b1, b2, b5, d4, d6b, d9, h1 (updated from malfunction), h6 note: a duplicate regulatory report #2025587-2025-03442 was identified. Going forward, new reportable information pertaining to the event will be submitted via the current regulatory report #2025587-2025-02415. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 2 years and 10 months following the implant of this transcatheter bioprosthetic valve the patient was hospitalized as result of the stenotic transcatheter valve and this valve was explanted.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the bioprosthetic transcatheter valve implant, the native aortic valve mean gradient me asured 52 millimeters of mercury (mm hg). Echocardiogram imaging prior to this event had previously measured in the single digit ranges. Approximately 2 years and 9 months following the transcatheter aortic valve, performance issues were reported specific to aortic stenosis and high gradients measured in the 50 millimeters of mercury (mm hg) range. It was also reported that the mean gradient measured 30 mmhg but an increase in mean gradient of 20 mmhg occurred. Hemodynamic valve deterioration also was noted. Valve leaflet thickening was also present on the transcatheter valve. As reported, there was possible pannus/thrombus verse inadequate contrast filling seen inside the transcatheter aortic valve frame. Patient symptoms were not reported. Treatment was not reported.